Event description:
It was reported that the port was placed in 2005 to accommodate the infusion of chemotherapy. Upon x-ray, the tip of the catheter was noted to have migrated too far into the vena cava. The catheter was removed, trimmed, and reattached to the port. A week after reattachment, the doctor noticed the catheter was detached from the port.